Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty (B)(6) 2003. Subsequently, legal counsel reports patient underwent a revision procedure (B)(6) 2005 due to alleged pain, discomfort, soreness, dysfunction, and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-01952 and 08619).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty (B)(6) 2003. Subsequently, legal counsel reports patient underwent a revision procedure (B)(6) 2005 due to alleged pain, discomfort, soreness, dysfunction, and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records confirmed the (B)(6) 2005 revision. The patient's operative report noted scar tissue, joint fluid, and a loose acetabular component with no bony ingrowth.